Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had experienced presyncope; the right ventricle lead exhibited intermittent loss of capture even at 5 v at 0.5 ms. The patient had sustained a fall in (B)(6) 2011 where she fell directly on her chest; the symptoms started after her fall. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found all three filars of the distal coil were fractured at 15.0 cm from the connector pin. The distal insulation was damaged in the same area. The external insulation was abraded, due to friction with device can. The proximal coil was exposed in this area.